Event description:
It was reported by remote transmission the ventricular lead measurements of the r-waves have decreased. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 5076 implantable pacing lead (B)(6) 2012. (B)(4).